Manufacturer narrative:
Visual review of 88-8335 shows that the actuating rod 11440r is broken at the front end of the hole. Measurements on the micro-vu sol161, calibration due 11/2020, showed the rod had correct hole size, radius of nose and thickness of the tip. This shows that all critical measurements meet acceptance criteria for this device. Material certifications for the rod material (14154r) were also investigated and heat treat results are within specification. A review of DHR 11485-02 revealed no non-conformances. The root cause of this failure appears to be excessive force. Engineering memo from 6/23/20 shows that these rods, when meeting acceptance criteria, can handle loads far beyond maximum force that should be applied to these devices.

Event description:
There is conflicting information given by the customer that seems to suggest that this complaint in not an MDR. It was reported that "the graspers are broken," but they weren't used on a patient, and did not fail during patient use. There was also no medical intervention or harm to user. There was an update stating an xray was used, but this statement may be related to a different incident since this device was reported to not have been used on a patient, or during patient use. It seems more likely this was a device that was in need of repair.